Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. The customer's blood glucose (bg) level was 120 units of insulin. The customers' blood glucose level was 254 mg/dl. Reportedly, the customer loaded a new cartridge successfully.